Event description:
Customer reportedly obtained results of 143mg/dl and 306mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspected device and replacement was sent.